Event description:
During shoulder arthroscopy a 4.2mm ultracut disposable blade was used and physician found metal shavings inside the patient's shoulder, coming off of or out of the shaver blade. A second blade was opened and utilized, with no problems to finish procedure. Physician washed the shavings out of the patient's shoulder.manufacturer provided rga# for product return evaluation.